Event description:
It was reported that when using the bd pyxis¿ es server was running slowly and becoming unresponsive. As a result, nurses were unable to remove medications from several devices. The customer informed widespread impact to medication dispensing workflows and requested that the server be reset to restore normal system performance and connectivity.the customer stated that there was a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available.upon investigation of the actual device used in this incident, it was determined that the server was slow and not responding and the users were unable to pull the medication. A technical support specialist dialed into the server, performed a reboot in accordance with knowledge article (ka) - "pyxis es server reboot process and validation", and validated that the system came back online successfully with no further issues observed. The system functioned as intended after the technical support specialist troubleshot the device.